Event description:
A healthcare facility in (B)(6) reported that the warmer head case of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported. The heater assembly was returned to fisher & paykel healthcare (fph) (B)(4). During servicing, it was found that the upper head harness was slightly discoloured.

Event description:
A healthcare facility in (B)(6) reported that the warmer head case of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported. The heater assembly was returned to fisher & paykel healthcare (fph) service centre (B)(4). During servicing, it was found that the upper head harness was slightly discoloured.

Manufacturer narrative:
(B)(4). Method: the complaint warmer head assembly is not expected to be returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in the USA. The head upper harness was returned to the manufacturer and visually inspected. Results: the provided photographs revealed that there were crack lines and crazing on the dome portion of the warmer head surface. Visual inspection of the returned upper head harness from the complaint device revealed a slight discoloration on the harness connector. A lot check of lot number 051110 revealed one other complaint relating to warmer head cracks and no other complaint relating to discolored harness. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The slight discolouration of the housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Should the connectors completely fail during operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. It is likely that the discolouration of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heaterhead begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heaterhead. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The infant warmer was repaired and housing was replaced by a trained fisher & paykel technician at our us facility and was returned to the customer after passing the electrical safety and performance tests. Please note that the discolouration of the head harness connector is part of a (B)(4) recall in the USA, whereby all affected customers have been notified to check for any damage or discolouration of the harness connectors. If damage or discolouration is evident, customers have been advised to contact a fph representative to obtain replacement harness assemblies.

Manufacturer narrative:
(B)(4). The complaint iw910jeu unit was recently repaired at fisher & paykel healthcare (fph) (B)(4). The faulty components of the complaint device are currently in transit to fph (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device's components and completion of our investigation.